Manufacturer narrative:
This follow up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that the device exhibits signs of repeated use like nicks and gouges and also has fractured on the medial side of the post. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to misuse as the surgeon impacted the device with a mallet. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two pieces of the trial were fractured by the surgeon during the trialing process at the time of total left knee arthroplasty.